Manufacturer narrative:
Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes do not appear to be filling completely to the line. Samples are getting canceled for the quantity not being sufficient. Seems to be underfilling."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0281159, medical device expiration date: 2020-10-07, device manufacture date: (B)(6) 2020. Medical device lot #: 0100272, medical device expiration date: 2022-02-28, device manufacture date: (B)(6) 2020. Medical device lot #: 0258325, medical device expiration date: 2022-02-28, device manufacture date: (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "tubes do not appear to be filling completely to the line. Samples are getting canceled for the quantity not being sufficient. Seems to be underfilling."